Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted with tissue and blood visible inside. The proximal conductor is distorted at 32.7 cm and pressing against the distal conductor. The outer insulation is cut at the same location.

Event description:
It was reported that during a right atrial (ra) lead implant attempt, the lead helix would not extend. The lead was not used and another lead was used in its place. No patient complications have been reported as a result of this event.